Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn 59110530 has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. The download data confirmed that the electrode belt was properly communicating with the monitor while the patient was being monitored from the device. The damage to the electrode belt likely occurred during device removal by ems. There is no information to suggest that the open wire caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated three times during the event. The patient was being taken to her bed and lost consciousness at the onset of the event. At 00:38:20 the patient degraded from af to asystole. Between 00:44:16 and 00:56:38 the lifevest delivered three treatments during asystole. CPR artifact and intermittent cardiac activity contributed to the false detections. The patient's daughter performed CPR until ems arrived. Ems pronounced the patient at the scene. After the event a distributor representative reported that the patient's electrode belt trunk cable was damaged, and the lifevest was displaying a service code 204 (belt/monitor unusable). There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.